Manufacturer narrative:
UDI # (B)(4). Complaint sample was evaluated and the reported event was not confirmed. The device was returned and evaluated. Visual inspection found the neck of the stem to be scratched and scuffed. The porous coating on each side of the stem has been damage and has become flattened. The screw hole is deformed in three locations around the circumference. The overall length was measured to determine the identify of the stem. The length is within specification of an 11mm stem. No additional dimensional analysis will be performed due to the attempt to implant the device and the damage to the porous coating. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem sat proud after broaching. Another stem of the same size was used and sat successfully. Attempts have been made and no additional information is available at this time.